Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to mixed urinary incontinence and erosion of previous mesh. It was reported that the patient had a mesh revision surgery on (B)(6) 2011 due to dyspareunia, mesh erosion and enterocele. No additional information was implanted.